Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm after the patient had a coughing fit. The customer is not sure if the patient waited long enough for the alarm to resolved before switching to the backup driver. There was no reported adverse patient impact.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating secondary motor voltage too high. Visual inspection of external components found a small chip in the display cover. Visual inspection of internal components found no abnormalities. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. Additional testing included a valsalva maneuver test with pressure applied to the mock tank until water was visibly disturbed in order to replicate the reported coughing episode. As intended, the driver exhibited a temporary alarm that resolved and returned to normal function. A 48-hour observation run was performed with no alarms or abnormalities produced. Failure investigation for this complaint confirmed the reported issue from alarm history review. The customer complaint was replicated during the valsalva maneuver test, although, no permanent alarm was produced confirming driver functioned as designed. Root cause of the reported permanent alarm after a coughing episode was unable to be determined. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Damage found on the display cover was cosmetic only. No evidence of a device malfunction was found. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm after the patient had a coughing fit. The customer is not sure if the patient waited long enough for the alarm to resolved before switching to the backup driver. There was no reported adverse patient impact.